Event description:
It was reported that during a colon resection procedure, when the device was inserted the surgeon clamped down the anvil and turned it; he felt a click and it skipped. The surgeon stated he felt the anvil was stripped. When the surgeon examined the doughnuts after firing, the proximal circle was cut and the anterior circle was half cut. There was an incomplete staple line that caused a leak. In order to complete the procedure he used a purse string and sutures had to be hand sewn. The surgery was prolonged 60 minutes longer to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.